Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Implant date: (B)(6) 2016 (year/month). Height: 100 cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "after the tube was implanted in the patient's body for a period of time, the patient returned to the hospital to investigate the pressure. It was found that the pressure could not be regulated. The valve pressure remained the same as the last regulated value. An explant procedure was performed. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Cuts in the membrane of the pediatric prechamber were visible. Permeability test: permeability tests have indicated that the pediatric prechamber has a blockage and that both the progav and paedisa valves are permeable. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: finally, we have dismantled the valves. After dismantling the progav valve, there were clearly visible deposits (likely protein) inside the valve. There were no visible deposits in the paedisa. Based on our investigation, we confirm that the progav valve is non-adjustable, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known inevitable risks of hc-therapy by shunt implants.